Manufacturer narrative:
The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly. D10 concomitant devices: (B)(6), 200-07-32 - advanced patella 32mm 3 peg implant. (B)(6), 02-022-45-3020 - truliant tib fit tray cem sz 3f / 2t.

Event description:
It was reported, the female patient had an initial bilateral tka. The patient complained of pain and her right knee was revised due to loose femur and recalled poly. This event is not related to the breakage of a device and there is no reported surgical delay/prolongation. The patient was last known to be in stable condition following the event. No other patient information/medical history reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. D10: ((B)(6)) 02-020-11-0330 - truliant ps cem fem ps cem right sz 3. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported approximately 45 months after initial bilateral total knee replacement surgery; a patient underwent a bilateral knee revision procedure. Patient experienced increasing recurrent effusion and decreasing range of motion with increasing pain over the past 1-2 years. A revision operative report was provided. Post operative diagnosis noted failed bilateral total knee arthroplasty secondary to polyethylene wear an subsequent secondary aseptic femoral loosening. Intraoperatively, it was noted when attention turned to the right knee, the surgeon observed synovitis and polyethylene wear on the removed insert. The femoral component was noted to be loose. The tibia and patella were noted to be stable. The patient was taken to the recovery room in stable condition. No additional information is available. This is report 1 of 2 of this events.; report 1 (right knee), report 2 (left knee).